Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of data in the remote home monitoring system found the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead impedance measurements to intermittently jump from 700 ohms to 1700 ohms. There was no noise seen on any electrogram strips and it was noted that the lead has been implanted for 15 years. Isometric testing did not produce any noise. An underlying cause of the intermittent increases in impedance measurements remained unknown and the clinic opted to continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.